Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and the suture was used. During surgery, the suture broke during use. Another like device was used. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: device return status: was another suture used to successfully complete the surgery? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m. Events reported via 2210968-2022-07199, "2210968-2022-07200, 2210968-2022-07201, 2210968-2022-07202, 2210968-2022-07203, 2210968-2022-07204, 2210968-2022-07205, 2210968-2022-07206, 2210968-2022-07207, this report, 2210968-2022-07209, 2210968-2022-07210, and 2210968-2022-07211."

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/22/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: product code : vcp357h: vcp353h. Lot number : unk: pa2902.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: complaint details : the suture broke. The needle detached from the suture. Vcp353h. Also, the lot number is pa2902. The suture broke. Correct description : the suture broke from the root of the needle. The suture broke. The needle detached from the suture. Additional information was requested, the following was obtained: this file is for vcp357h, were both product code vcp357h and vcp353h involved in this complaint? Vcp357h was a wrong number. Correct number is vcp353h. Only vcp353h was involved in this complaint. No further information will be provided. Events reported via 2210968-2022-07199, 2210968-2022-071200, 2210968-2022-071201, 2210968-2022-071202, 2210968-2022-071203, 2210968-2022-071204, 2210968-2022-071205, 2210968-2022-071206, 2210968-2022-071207, & 2210968-2022-071209. Product complaint # (B)(4). Date sent to the FDA: 10/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/09/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: "please provide the lot number:=>no further information is available. Device return status:=>we regularly contact with sales rep about the device returning. No further information will be provided."

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 9/20/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: qty of product involved : 13=> 11 qty to be returned : 23 => 26 trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m events reported via 2210968-2022-07199, 2210968-2022-071200, 2210968-2022-071201, 2210968-2022-071202, 2210968-2022-071203, 2210968-2022-071204, 2210968-2022-071205, 2210968-2022-071206, 2210968-2022-071207, 2210968-2022-071208, & 2210968-2022-071209.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned additional information: h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via 2210968-2022-07199, 2210968-2022-071200, 2210968-2022-071201, 2210968-2022-071202, 2210968-2022-071203, 2210968-2022-071204, 2210968-2022-071205, 2210968-2022-071206, 2210968-2022-071207, 2210968-2022-071208, & 2210968-2022-071209.